Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted due to the prizm 2 recall. In addition, this implantable transvenous atrial lead was cut and capped due to impedance measurements greater than 4000 ohms and a fracture that was evident on x-ray.